Event description:
It was reported that when using the bd pyxis¿ medbank tower the cubex application stopped working and automatically closed the program. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the application displayed a message indicating it had stopped working. A technical support specialist (tss) assisted the user to switch off and then back on. After doing so, the drawer opened successfully. The system functioned as intended after the technical support specialist verified the device.